Event description:
Hcp reported the device system was removed due to "patient dissatisfaction - received no benefit." The device was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.